Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to low blood glucose and loss of consciousness. The cause of death was a swollen brain, low oxygen ,a nd low blood glucose. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was 22 mg/dl before admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 48 hours prior to passing, as the customer was having lows at the time they were taken off the pump. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Unit had scratched case and a pillowing keypad overlay data analysis: there is no data available due to the unit did not have a battery installed when received.